Event description:
Customer reportedly tested 125mg/dl on the compact system while the paramedic's device read 15mg/dl within 10 minutes. Customer's device was used again at the same time with a result of 20mg/dl. After IV treatment, customer tested 80mg/dl on the paramedic's device. Requested return of suspect system and replacement was sent. Information suggests incident occurred in the home.